Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a malfunction of the force sensor was observed during investigation. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A flow accuracy test found the pump to be delivering accurately and within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor issue. This report is made based on results of the investigation performed on (B)(4) 2014.